Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to large cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, neuromuscular problems and vaginal scarring. It was reported that patient underwent laparoscopy, laparotomy and excision of mesh erosion due to abdominal pains and mesh erosion on (B)(6) 2011 and operative laparoscopy on (B)(6) 2012 due to pelvic pain. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.